Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of one of the screws on the backup battery coming loose from the backup battery¿s cover on the system controller was not confirmed. Upon initial observation, a screw was found to be missing from the backup battery¿s cover. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was downloaded for review with 11 events spanning approximately 6 seconds on (B)(6) 2021 (08:35:54 - 08:36:00, (B)(6) 2000 per timestamp). Events occurring on (B)(6) 2000 are default dates due to a total loss of power to the controller and were recorded during testing at abbott labs. The log file did not contain any events that would indicate an issue with the system controller. The screw was reinserted into the controller and the system controller was functionally tested and passed all testing. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues. The cover was removed from the controller for further evaluation. The cover was shaken, and the screws were pulled on with minimal force. The cover was placed back onto the controller and the screws were securely fastened. The reported event of a screw coming loose and falling out of the controller was unable to be reproduced throughout testing. Multiple good faith efforts were sent regarding causation for the backup battery exchange and patient involvement with the reported event. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2021. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
After installing the emergency backup battery (ebb) and replacing the cover, a screw came out.